Manufacturer narrative:
Batch review performed on 15 september 2020: lot 141464: (B)(4) items manufactured and released on 24-june-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 01-jan-2016. Clinical evaluation performed by medical affairs director. Femoral component revision performed 6 years after primary cementless total hip arthroplasty in a (B)(6) year old, heavy ((B)(6) kg) man. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 6 years and 2 months after primary surgery for stem loosening. The surgery was completed successfully.